Event description:
It was reported that the patient connected to cadd pump via PICC line. Patient returned the third day to report full bag of medication had not infused. Cadd pump indicated 106ml to be infused for another 5 hours according to settings, however bag remained full. Cadd pump switched and same bag and tubing connected. Patient sent home and instructed to return next morning. Patient returned with bag still full of medication. Cadd pump indicated 108mls more to be infused for another 5 hours. A new epoch(etoposide, doxorubicin, vincristine) bag and tubing attached and same cadd pump used. Patient sent home and instructed to return to center at 1600c-hrs. Patient returned and 120mls of drug infused. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Replaced expulsor assembly as preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: additional information in b5, h3, h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact and no physical damage. Event log does not point to report error. Performed accuracy tests as per product testing procedure and found accuracy error rate to be + 1.938 percent. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced expulsor assembly as preventative measured. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information stated that the pump did not alarm at the time of all the under infusion events.